Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead became dislodged. The lead was explanted but not replaced since the patient does not have indication for crt. The patient's condition is fine after the event.